Event description:
Enteral syringe feeding pump alarmed to alert that full feeding had been administered. It was discovered that the feeding syringe was still full despite the pump alarming complete. The pump was properly programmed but failed to deliver the feed. No patient harm.